Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up and back buttons were stuck. Troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. During visual inspection, found the j1 keypad connector on the electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.